Event description:
Manufacturer received a fax reporting that the device read 3.8 inr when a lab result returned as 2.9 inr. No timeframe is given. No strip information provided. No patient data reported. No adverse event reported.